Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was getting touch screen and keyboard errors that are locking up the workstation. Ther was no patient injury or death reported.